Event description:
The manufacturer was notified of this event through mantra study database. Based on the available information, a perceval plus valve (size xl) was implanted in a male patient on (B)(6) 2024 during a procedure that included three concomitant CABG grafts. The patient reportedly passed away on (B)(6) 2026. The manufacturer was informed that the patient had not been reachable at home for several weeks prior. The patient¿s medical history included coronary artery disease, a myocardial infarction within 90 days prior to the perceval implantation, tobacco use, severe chronic lung disease, and nyha class IV status at the time of implantation. No additional information is available.

Manufacturer narrative:
The manufacturing and material records for the device involved in this event, as they pertain to the reported issue, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this prosthesis satisfied all required material, visual, and performance standards at the time of manufacture and release. The manufacturer is following-up with the involved healthcare facility to retrieve additional details on the event. A follow-up report will be submitted upon availability of further information from the site.

Event description:
The manufacturer was notified of this event through mantra study database. Based on the available information, a perceval plus valve (size xl) was implanted in a male patient on (B)(6) 2024 during a procedure that included three concomitant CABG grafts. The patient was reported deceased on (B)(6) 2026. The manufacturer was informed that the patient had been unreachable at home for several weeks prior to this date. The reporting site indicated that the patient most likely died during a hospital stay. The patient¿s medical history included coronary artery disease, a myocardial infarction within 90 days prior to the perceval implantation, tobacco use, severe chronic lung disease, and nyha class IV status at the time of implantation. No other additional information is available.

Manufacturer narrative:
Updated sections: b4, b5, g3, g6, h2, h6, h11. The manufacturing and material records for the device involved in this event, as they pertain to the reported issue, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this prosthesis satisfied all required material, visual, and performance standards at the time of manufacture and release. In conclusion, despite multiple follow-up attempts, no additional information could be obtained at this time. The review of the manufacturing records did not identify any device-related deficiencies. It is possible that the patient's comorbidities, including coronary artery disease, myocardial infarction within 90 days prior to perceval implantation, tobacco use, and severe chronic lung disease, may have contributed to the reported event. However, since no further information regarding the device's overtime functionality has been provided, a definitive root cause of the event cannot be established at this time.